Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a new sensor message occurred. The sensor was inserted into the abdomen on (B)(6). Data was evaluated and the allegation was confirmed . The probable cause was determined to be restart detection. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration was a stale stop command. No injury or medical intervention was reported.